Event description:
A report was received that the patient was getting inconsistent converge due to high impedance contacts. The patient underwent an explant procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted lead will not be returned to bsn, as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.